Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluateion was performed. The evaluation confirmed the reported symptom false air-in-line alamrs through review of the event history log, but did not reproduce it. The evaluation found that the ultrasonic sensor has low ultrasonic readings, which is a known contributor to the reported symptom. The upstream sensor was replaced.

Event description:
It was reported that a spectrum infusion pump falsely alarmed air-in-line during biomedical testing. It was also reported that there was no patient injury.